Manufacturer narrative:
Additional information: h6, h10 an event of stenosis was reported from a valve implanted in the tricuspid position. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the valve was implanted in the tricuspid position. Per the instructions for use, artmt682106-001 rev. C, "biocor and epic valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. Biocor and epic valves may also be used as replacements for previously implanted aortic and/or mitral prosthetic heart valves."

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 31 mm epic stented porcine heart valve w/flexfit system was implanted in the tricuspid position due to endocarditis. In 2017, a valve in valve was performed due to severe stenosis and a sapien 3 valve by edwards was implanted. A second valve in valve was performed in 2020 and a second sapien 3 valve by edwards was implanted due valve dysfunction. The patient was reported to be in stable condition.